Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during a vitrectomy procedure, the haptic of an intraocular lens (iol) broke at the base of the implant. The surgeon enlarged the incision and had to cut the lens to remove it. A new lens was implanted and the surgery was completed.